Event description:
The labor and delivery dept currently has four hill-rom affinity 2 beds on its account. On numerous occasions complaints have been presented to medical maintenance about a height adjustment problem. The nature of the problem was that once the bed was raised, it wouldn't lower or would lower abnormally slowly. Rptr contacted hill-rom and they stated they had received several similar complaints about this model. Their engineers have solved the problem by replacing the hi-low motor assembly with part number 46223-01. Tech svc at hill-rom seemed hesitant about releasing info about this replacement part. Hill-rom did send replacement assemblies at no charge for all affinity-2 beds. Since they were installed there have not been any complaints.

Event description:
Add'l info rec'd from MFR 4/10/00: failure mode: a. Hi/low drive sticking at the full height location. Conclusions: a. The hi/low drive sticking issue occurs when the motor starting torque is unable to overcome the drive braking torque. B. The hi/low drive sticking could only be reproduced in less than 50% of the drives returned from the facilities for evaluation. C. The hi/low drive sticking issue has never been duplicated in the hill-rom test lab with a new bed and drive, despite running multiple hill-rom life cycle tests. Device not returned to MFR, and hill-rom did not receive any report of a product problem from this facility until 3/29/00. Action taken: hill-rom sent 4 replacement motors, which were replaced by a hill-rom tech. The subject units were 5 years in age. No design changes or modifications had been made that may be related to the event.